Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had programmed a bolus of 2.2 units of insulin and that the insulin pump had attempted to deliver 22 units. 20 units of insulin was delivered. The blood glucose reading was 165 mg/dl. Customer stated that the insulin pump was working properly afterward. Nothing further was reported.